Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump resulting in the pump shutting down. A replacement pump was sent to the customer to resolve the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port damage was verified, but the high blood glucose level could not be verified.